Event description:
It was reported that the bd luer-lok¿ blunt fill needle had separated from the hub in the packaging prior to use. The following information was provided by the initial reporter: "what happened was that when the nurse removed the syringe from the package, the needle was separated and uncovered and so a risk for a needlestick injury. What we usually see with this product is the needle luer-locked to the syringe and the cover is snapped in place.".

Manufacturer narrative:
H.6. Investigation: no samples or photos were received for evaluation. Since no samples displaying the reported condition were received no defects could be confirmed and no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ blunt fill needle had separated from the hub in the packaging prior to use. The following information was provided by the initial reporter: "what happened was that when the nurse removed the syringe from the package, the needle was separated and uncovered and so a risk for a needlestick injury. What we usually see with this product is the needle luer-locked to the syringe and the cover is snapped in place."